Event description:
It was reported patient underwent a knee revision surgery nine years post implantation for pain. The patella was resurfaced during the procedure. Also exchanged poly although there was no visible wear.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00596203210 prolong articular surface size ef 10 mm lot# 62372825.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3007963827.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3007963827.